Event description:
A customer reported getting "2012 substrate and washer prime error" on the aia-900 analyzer. Prior to call, the customer states the bf probe has popped off and is not connected. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for estradiol (e2), follicle stimulating hormone (fsh) and progestrone (progiii) there is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed the complaint by reviewing the error logs and could visually see the disconnected tube; fse noted the flare of the washer heater tube was damaged. Fse also reproduced the reported error by running a daily check run. Fse replaced the washer heater unit, verified all temperatures were within specifications. Fse continued troubleshooting and found beads in the wash well #2 and the wash probe #2 was clogged with beads which probably created back pressure leading to the deformation of the tube. Fse cleaned the wash well #2 and replaced the wash probe #2. Fse also replaced the wash probe #1 because it was found to be rusty and not moving freely. Fse successfully performed daily check and quality control runs without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number 11217307. There were no other similar complaints found during the searched period. The aia-900 operator's manual under section 12: flags and error messages states the following: [2012] substrate and washer prime error cause: priming of the substrate or washer was not completed within 5 minutes. Action: please contact the tosoh local representatives. The most probable cause of the reported event is due to deformation of the washer heater tube caused by clogged wash probe #2 and rust buildup on wash probe #1.